Event description:
A malfunction alarm identified as malf 16 was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump and instructed the customer on returning the defective pump using a pre-paid label, which the customer understood and acknowledged.